Manufacturer narrative:
Concomitant products: ddbb1d1 ICD, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the patient¿s office visit it was found that the right ventricular (rv) lead¿s bipolar impedance has been fluctuating as well as the rv tip to coil impedance. There was oversensing observed in stored episodes in both tip ring and tip coil. Also, there was crosstalk after atrial pacing. The rv lead remains in use. No patient complications have been reported as a result of this event.